Manufacturer narrative:
Investigation of returned suspect motor battery charger was unable to confirm the reported problem. Motor battery charger pcba passed functional output bench testing. Visual inspection notes all led's light and the board is has leaking capacitors. Installed motor battery charger board in test imaging system and the system readied, charged, and performed as expected. 2d and 3d imaging, as well as motion were successful. Board has leaking capacitors, but no functional problem found.

Manufacturer narrative:
No patient involvement. On 8/25/2016: fse found motion battery charger outputs were 26.6v. Replaced "motion battery charger board" and performed a system check out, o-arm fully operational after part replacement.

Event description:
A medtronic field service engineer (fse) reported that he found the o-arm motion battery charger was faulty. No patient involvement.